Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported through social media that the customer is having issues with high and low blood glucose levels. It was reported that the customer is not receiving alerts when their blood glucose levels get low. It was reported that the customer's blood glucose level was 36 mg/dl. Nothing is being returned. The customers information was not known, due to a social media post.